Event description:
On (B)(6) 2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that between (B)(6) of 2008, the pt was administered heparin while at home and a medical center, and experienced, among other symptoms, shortness of breath, dizziness, hot flashes, and skin redness. Upon information and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.